Event description:
Complainant alleged that during a routine shift check by a clinician, the device would inappropriately display a "use pads" message when the analyze button was pressed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.